Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer purchase new strips. Most likely underlying root cause of malfunction: high humidity environment and dirty pcb causing assay/glucose channel to short out (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved. No symptoms or medical attention reported.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. (B)(6), daughter in law, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-3 and symptoms. The customer's expected fasting blood glucose test result range is 110-120mg/dl. The customer did report symptom of feeling tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling tired and states it is due to diabetes. She denies the need for medical attention at this time. Instructed caller to contact customer's medical advisor. Caller realized customer has left the vial of test strips open for a few days. I instructed customer that the test strips are now compromised and to no longer use those test strips. Caller stated she would pick up new test strips and call us back to troubleshoot. On (B)(6) 2017, customer felt very weak, tired, she was pale and had a fever. She went to hospital on (B)(6) 2017. Her blood sugar dropped and she began feeling hypoglycemic symptoms. When customer arrived to the hospital, her first blood glucose result was 47mg/dl and soon after it dropped to 35mg/dl. Customer stayed in hospital for 5 days. They ran blood tests, CT scans, x-ray and cultures. They prescribed her antibiotics. Caller does not know what customer's result was when customer left the hospital. Customer states the visit was related to her diabetes and her diverticulitis flaring up causing an intestinal infection and a uti (antibiotics prescribed for both the intestinal infection and the uti) customer was also diagnosed with anemia. Customer states it was a combination of several different things, including her diabetes. On follow up: customer's daughter states her condition improved and denies any current diabetic symptoms.